Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) was notified on november 24, 2025, that a customer, who was pregnant in their ¿34th or 38th week¿, was receiving low sensor values from an adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Reportedly, customer was receiving recurring sensor scan results of 120 mg/dl to 150 mg/dl and as a result, their insulin pump did not counter inject insulin properly. Customer experienced symptoms of severe nausea, feeling hot and cold and was admitted to the hospital on (B)(6) 2025, where an ultrasound examination revealed their unborn child was no longer alive. Furthermore, customers vital signs were taken (unspecified results) and (unspecified) blood pressure tablets were administered. A laboratory result of 580 mg/dl was also obtained and compared a sensor scan result reading of 120 mg/dl; however, the timeframe in which these values were taken is unspecified. The customer has requested an autopsy report from the hospital to determine the exact cause of death; however, no autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported fetal death. A follow-up report will be sent if adc obtains any additional information regarding this event. An additional sensor scan result of 120 mg/dl was compared to a laboratory reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown when these readings were obtained in relation to the reported event.

Event description:
Abbott diabetes care (adc) was notified on (B)(6) 2025, that a customer, who was pregnant in their ¿34th or 38th week¿, was receiving low sensor values from an adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Reportedly, customer was receiving recurring sensor scan results of 120 mg/dl to 150 mg/dl and as a result, their insulin pump did not counter inject insulin properly. Customer experienced symptoms of severe nausea, feeling hot and cold and was admitted to the hospital on (B)(6) 2025, where an ultrasound examination revealed their unborn child was no longer alive. Furthermore, customers vital signs were taken (unspecified results) and (unspecified) blood pressure tablets were administered. A laboratory result of 580 mg/dl was also obtained and compared a sensor scan result reading of 120 mg/dl; however, the timeframe in which these values were taken is unspecified. The customer has requested an autopsy report from the hospital to determine the exact cause of death; however, no autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported fetal death. A follow-up report will be sent if adc obtains any additional information regarding this event. An additional sensor scan result of 120 mg/dl was compared to a laboratory reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown when these readings were obtained in relation to the reported event.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was discarded. In the absence of a returned product, an investigation has been performed. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the unanticipated event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.